Manufacturer narrative:
The main component of the system. Other relevant devices are: vamc3030c100tj; s/n: (B)(4); expiration date; (B)(6) 2019; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a saccular aneurysm of a 54mm diameter abdominal aortic aneurysm. The aortic diameter surrounding the aneurysm ranged from 23mm to 26.5mm. It was reported that during balloon touch up (another manufacturer) at the index procedure, a retrograde dissection occurred near the proximal edge of the valiant on the greater curvature. In order to prevent the dissection continuing a second device of the same size was additionally implanted proximally. It was noted however that the dissection flap was torn and the dissection reached to the lsa. The event has resolved with the patient's blood pressure being lowered and monitored. As per the physician, the cause of the event was possibly caused by balloon touch-up. No additional clinical sequelae were reported and the patient will be monitored by their physician.